Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Provider stated the metal is coming apart on the head and foot section at the weld.